Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of the customer's hospitalization for high blood glucose and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was over 500mg/dl. The mother states that during the hospitalization, when they removed the site, the cannula was found to be bent 90 degrees. The customer states that their device had unexpectedly shut off, and had low battery alert, and no delivery issues. Troubleshoot was not able to be conducted, the customer will call back when device is in hand, in order to troubleshoot.